Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Alternate test method done by venous draw but method was not specified. When last dose of coumadin taken not provided but is on 2mg/day of coumadin. Therapeutic range 2-3.